Event description:
It was reported that the centering pins broke during scaling, and the tips of the bending pliers are worn out. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. A visual inspection was performed and the product conforms to specification. There is a new design available that should resolve the reported issue.